Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
It was reported (B)(6) 2009 that t-wave oversensing was noted on the right ventricular lead, resulting in the delivery of inappropriate therapy. Programming changes were implemented to resolve the issue. The lead was explanted (B)(6) 2016 after additional episodes of oversensing were noted.